Manufacturer narrative:
(B)(4). Additional data/failure investigation. Field service technician investigation discovered physical item obstruction causing drawer to fail.

Event description:
Customer reports drawer on the pyxis anesthesia system failed. No patient was present.